Event description:
Pt was revised to address fracture of the pt's femur. Intraoperatively noted minimal wear on the insert.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product info required to review the device history records was not provided. The initial reporting indicated the product was not suspected of failing to meet specifications or contributing to the event. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers this investigation closed at this time. Should the product and/or additional info be received, the investigation will be reopened.